Event description:
Pinhole rupture. Analysis determined: latex ruptured in mid balloon. Balloon latex shows signs of normal aging. Unit was used in vivo. This was not determined until analysis was completed.